Event description:
It was reported that the pump was beeping. There was no patient involvement.

Manufacturer narrative:
Investigation summary: the affected device was returned for evaluation. Damaged downstream occlusion (dso) senso. Visual test was performed. Functional test couldn't be fully performed due to the nature of the problem. The customer's problem was confirmed. The root cause was the missing dso sensor button. To resolve these issues dso sensor and rear housing will be replaced. After the repair the device must pass all functional tests before it will be shipped back to the customer. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.